Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for the ultrasound examination of the lesion. During the procedure, an occlusion of the coronary ultrasound imaging catheter was discovered, and it was thought that air may not have been completely purged from the catheter during operation. The procedure was completed with a different device and there were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for the ultrasound examination of the lesion. During the procedure, an occlusion of the coronary ultrasound imaging catheter was discovered, and it was thought that air may not have been completely purged from the catheter during operation. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was bent and there were wrinkles around the heat shrink tubing of the drive shaft. During the flush test, the device could not flush when the telescope was fully retracted and fully advanced.